Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely after receiving a vibratory alert. Review of remote transmissions revealed right ventricular oversensing. The patient was brought into the clinic. Noise and oversensing was discovered with deep inspriation but could not be reproduced through isometrics, leading the physician to believe the lead was sensing myopotentials from the patient's diaphragm. Programming changes were made. The patient was stable.